Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the surgeon, prior to revision surgery and abutment exchange on (B)(6) 2013; the skin overgrowth issue was treated with steroid injections (date and dosage not reported) unsuccessfully. This report is filed october 17, 2013. Implanted device remains.

Event description:
Per the clinic, the patient developed excess skin overgrowth on the abutment resulting in the decision to excise the site. The patient underwent a surgical procedure to remove the excess skin on (B)(6) 2013, and a longer abutment was placed on the internal fixture. The implanted device remains.